Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level over 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin. Treatment received resolved the issue, and customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cause of the reported issue was due to the pump basal settings needing to be adjusted. Pump basal settings were adjusted to address the reported issue.